Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: when the patient was connected to the respirator, the tracheal connection of the exclusion probe broke. A new exclusion probe was opened to recover the tracheal connection without clinical consequence.